Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was explanted due to overdrainage. It was not known if there were any external/environmental/patient factors that may have led to the event.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux. The valve did not meet the requirements for pressure-flow, preimplantation, and leak testing. The valve did not meet the requirements for leak testing due to a cut in the reservoir. Base misalignment was observed in the distal occluder. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components. Such damage may lead to a loss of shunt integrity¿¿ proteinaceous debris was observed on the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance (overdrainage or underdrainage) of the shunt system. Particulate matter, which enters the shunt system, may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.